Event description:
It was reported that the patient fell several times in the months following implant. The atrial lead had high capture threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.